Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2012. Pending revision due to glenoid wear. Revision scheduled for (B)(6) 2019. The case report form indicates this event is definitely not related to devices and definitely not related to procedure. This event report was received through clinical data collection activities.